Manufacturer narrative:
(B)(4) - the device was not returned for evaluation but a device history review was obtained for lot number 70845. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
On (B)(6) 2018, a (B)(6) year-old male underwent an off-pump tt ablation with laam. Once the pro245 was in place, after pulling the deployment tab, suture was not released completely from the clip, suture was holding the clip and end effector, surgeon used scissor to cut suture from clip to remove end effector. A new pro245 was used to complete the procedure with surgical procedure being prolonged about 30 minutes. The patient outcome was not affected.